Event description:
During a coronary diagnostic procedure a 7f avanti catheter sheath introducer was used and broke apart leaving a major part of the sheath in the pt's vasculature. The pt was sent to interventional radiology to have the device removal with another catheter after a "cut-down" did not work. Less than 75cc blood loss reported.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.